Event description:
During an MRI scan, an overinfusion of propofol occurred. The infusion pump's rate was reported to be set to 6 mg/hr, and the volume to be infused (vtbi) was set to 40ml. At the end of the infusion, the pump indicated that 13.3 ml was delivered, but the 100 ml container of propofol was empty. The pt was male child with (B)(6). It was initially reported the infusion ran approx 15 to 20 minutes. The pt recovered without incident, and no injury resulted from this event. Near the end of the infusion, an unresolved "check door" alarm was indicated in the pump's event log, which could account for a possible free-flow period.

Manufacturer narrative:
Initial report was received from the health care professional indicated that the device (infusion pump) was examined by the hosp staff. Info was obtained from the customer interviews, and the inspection of the equipment at iradimed corp. Investigation results: as a minor note, in the hospital's initial report, the infusion rate was described to be 6 ml/hr, but the examination of the event log indicated, it was initially at 7 ml/hr, and was titrated later in the infusion to 6 ml/hr. The examination of the pump, determined the product was found to operate to spec. Investigation conclusions: based on the available info from the examination of the pump and the history event log assessment, the likely cause of the missing infusion fluid was probably failure to respond to the "check door" alarm that would indicate a free flow condition was occurring. When this message occurs, the user is instructed to respond to the alarm immediately to prevent a possible free-flow condition. It is important to note that this customer had these pumps for less than 1 month, and iradimed corp had performed user training in that period. Following this event, the hosp was provided add'l training for their staff. No other action is considered necessary at this time.